Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number:2017865-2020-02186. New information received noted that lead noise was observed on the right ventricular lead and right atrial lead. The right ventricular lead and right atrial lead were explanted and replaced on (B)(6) 2020. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited noise. Upon interrogation in clinic, noise was noted while a myopotential test was performed. Lead revision was discussed. No interventions were made at this time. The patient was unstable.

Manufacturer narrative:
The reported event of noise was confirmed. Inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression 21.5cm to 21.7cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.